Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, december 4, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, due to the patient experiencing a performance decrement and facial nerve stimulation with device use. The patient was reimplanted with a new device during the same surgery. The cochlear implant was evaluated on (B)(6) 2015 using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator. Atypical measurements noted on select electrodes. Correction: the correct patient identifier is (B)(6), not (B)(6) as previously reported. This report filed february 5th, 2016.